Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a display issue. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: b5, d1, d4(model#, catalog# & UDI#), e3.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a flickering display.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse reset all connections of the display pcb. The fse performed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.